Event description:
It was reported that the device entered hardware reset. The device was explanted.

Event description:
The customer reported that the ventilator went vent inop while in use on a patient. The customer reported there was no patient harm. The ventilator was returned to the factory for evaluation. Review of the ventilator event log confirmed a vent inop due to a pressure sensor failure during operation.

Event description:
New information received notes that patient was admitted for shortness of breath, weakness, fatigue, nausea and vomiting. Complete heart block with a ventricular escape was noted. Temporary transvenous pacemaker was placed. Blood cultures grew out streptococcus sanguis and was treated with antibiotics.

Manufacturer narrative:
No medwatch form was received. Device evaluation anticipated, but not yet begun.

Manufacturer narrative:
Upon receipt, the device would not communicate due to a depleted battery. The device was found to be normal during analysis. Analysis of the battery revealed an internal anomaly that caused it to deplete prematurely. The low battery voltage caused the reported device reset.